Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving marcaine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported that today his alarm was going off every 10 minutes. He had heard both the single-toned alarm and the dual-toned alarm. The patient had called his healthcare professional (hcp) and the nurse told him to call in. No patient symptoms were reported. No further complications have been reported as a result of this event. Additional information was received from a manufacturer's representative (rep). It was reported that the pump had a motor stall. The pump was replaced on (B)(6) 2019. It was reported that the pump would be returned. The catheter was flushed with saline due to the inability to aspirate. The patient was using 30mg/ml marcaine at 14mg/day. No further complications were reported.

Manufacturer narrative:
Analysis found corrosion/wear/lubrication on the pump motor gear train and also a stall due to shaft bearing. Product ID: 8709sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Product ID: 8709sc, lot# serial# (B)(4). Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had no pain relief and the onset of the symptoms was gradual. The device was used with/in the patient for treatment. The patient recovered without sequela. No further complications were reported.

Manufacturer narrative:
Aware date changed to reflect the date the complaint became a reportable event. If information is provided in the future, a supplemental report will be issued.